Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was having high impedances, however, very sporadic to the electrodes. Impedance testing was performed. Patient was getting little "shocks" from the device. Her symptoms returned as well, incomplete emptying and experienced pain at the lead location. Patient was feeling some "shocks" while the unit was on. The health care provider explanted and replaced the lead. Patient status was reported as ¿alive - no injury.¿ no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the tined lead (B)(4) revealed the lead passes continuity and no circuits are shorted. The lead is severely stretched to 41.2 cm in length.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.